Event description:
It has been reported that the ECG leads are not being recognized by the device. Patient involvement is unknown.

Manufacturer narrative:
Updating patient outcome code grid and health impact grid.

Manufacturer narrative:
Updating patient outcome code grid and health impact grid.